Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d6a, d6b, h.6.

Event description:
Device was explanted and replaced with a non-abbvie device.

Event description:
Healthcare professional reported right side rupture via ultrasound. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: rupture: not observed. As per the investigation procedure, deformation and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.